Manufacturer narrative:
H6 ¿ corrected information: device code c62859 and result code 67 are no longer applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient via a company representative who reported that the logs were read on (B)(6) 2020 and there had been no additional alarms. Per the patient, she had an MRI on (B)(6) 2020 the day of the stall but did not have the pump checked after the MRI. The pump logs showed the motor stall recovery on (B)(6) 2020 when the patient was last seen by the physician and the pump was interrogated. No further complications were reported / anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 it was reported that the physician interrogated the pump as normal follow up and saw an alarm for a motor stall. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted ¿unknown - motor stall occurred in june timeframe¿. The physician lowered the dose and restarted the pump. The patient was returning on (B)(6) 2020 for follow up. There was discussion regarding replacement; however, no date had been set. The issue was not resolved, and it was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.